Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-60, serial: (B)(6), product type: 0200-lead; implant date ; explant date brand name ; product ID 3778-60, serial: (B)(6), product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated she has moved to springfield mo and her stimulator is not working since "a good year" . Patient has been to the hospital several times due to bad falls. Pt stated she is a "fall risk" patient stated they got her on a walker and every time she gets up she falls. Pt stated she lost all of her external equipment patient service specialist is sending a request to repair team for the ac power cord - rtm cord and belt. Patient service specialist suggested that patient connect with a healthcare provider to have the implanted neurostimulators / lead wires checked to determine what needs to be done to use therapy successfully. The patient's relevant medical history included patient stated that she has had multiple falls and they cannot do an MRI because of the stimulator patient stated she has hat CT scans and the healthcare provider believes that the implant/ leads has moved 3 inches. No symptoms were reported.